Event description:
It was reported that there was blood ingress into both the device connector and lead stylet hole. The device and lead were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found. Full lead was returned and analyzed. (B)(4) no anomalies found.